Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the u.s. Under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a prismaflex st100 set, particulate matter was observed in the filter pod. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to d10, h3, h6 and h10. The device was received for evaluation. Visual inspection was performed and found white particles in the filter line and pod. The particles were sent to an external laboratory for analysis of the material. The analysis confirmed that the foreign matter was futhan. The reported condition of particulate matter was verified; however, is not related to a product malfunction. The potential cause of the event is related to user practice with use of futhan product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Instruction for use recommend utilization of heparin as ¿in order to gain full benefit from the improvement of hemocompatibility, it is recommended to add 5000iu of unfractionated heparin per liter of priming/rinsing solution.¿ should additional relevant information become available, a supplemental report will be submitted.